Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) was replaced to correct the reported issue. No patient information provided to date after calls to customer (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a system malfunction error during a case resulting in loss of mechanical ventilation. There was no patient injury.